Event description:
It was reported that the patient underwent a generator and lead replacement surgery on (B)(6) 2015 due to prophylactic generator replacement and lead discontinuity. The lead impedance was normal following the full system replacement. The lead discontinuity was ascertained by seeing high impedance upon system diagnostics. The explanting facility discarded the explanted devices. Therefore, no analysis can be performed. No additional relevant information has been obtained to date.